Event description:
It was reported to siemens that a malfunction occurred while operating the somatom emotion 16 CT system. The customer reported that the head holder on the patient table detached during a patient positioning procedure. There was no impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the event. A safety assessment has been performed, and no general product or design issue could be identified. The reported problem was corrected with repair of the head holder. The system was returned to clinical operation, and no further investigation is necessary.